Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). No sample available.

Event description:
A FDA user facility report was received on oct 21, 2016 for FDA user facility report: (B)(4). "A full term small for gestational age (sga) infant, hypoxic ischemic encephalopathy (hie), feeding intolerance, status post ECMO, had his g-tube fall out (12f, 1.2 cm). A 10f foley was immediately placed, and parents brought the child to emergency department (ed). The g-tube had been placed 2 weeks ago, so this was a new tract. The ed consulted pediatric surgery. Peds surgery wanted a mic key 10f, 1.2 cm button, but it was not available. The pediatric surgery team placed a 12f percutaneous endoscopic gastrostomy (peg), 3 cm with a phalange and three ports. The ed team was then asked to mange the injection of omnipaque. When the radiology tech was ready for the patient, a resident who was unfamiliar with the peg injected the omnipaque into the balloon port. When the patient returned from radiology, there was some blood oozing from the stoma and the peg was displaced. X-ray confirmed the contrast was outside the gi tract. The patient underwent an exploratory laparotomy for a gastric perforation. This report is being submitted in order to suggest that the injection ports (feeding, medication, and balloon) be clearly labeled to avoid and occurrence like this in the future." Additional information received 07-nov-2016 stated the device had just fallen out prior to arrival at the ed. Prior to the ed visit, around 9-10pm, the patient was hooked up to g-tube feedings and while turning it was noticed that the extension tubing had become disconnected. When the patient was picked up to investigate further, the g-tube fell out. The patient's mom immediately placed a 10fr foley into the g-tube site as she had been instructed and brought the patient to the ed. There was no documentation of what the parents were doing in regards g-tube maintenance once the patient was discharged. The patient was on continuous feeds, and the facility policy required that the tubing be flushed every 4-hours. The stoma site did not close. The surgical resident replaced the foley catheter the parents had inserted with a 12 french foley catheter. Additional information and clarification stated a 12 french mic-key g-tube was then placed into the abdomen, the balloon was inflated with 2.1 ml sterile water, and the flange snugged down to the 4mark on the skin, per the surgical resident notes. The lot number nor the g-tube were available. No additional information.